Event description:
A memory download was reviewed by engineering confirming the out of range impedance measurement. Remote monitoring of lead integrity is not recommended. This informaiton has been provided to the physician.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that during a follow up visit, interrogation displayed high out of range right ventricular pacing impedance measurements. All other measurements were normal. An internal technical service consultant was contacted for the actual pacing impedance value. Ts reviewed the data and recommended lead integrity verification as the impedance measurements have increased more than five hundred ohms since the last measurement. No noise was observed. There is concern with a lead tip/tissue interface. Provocative maneuvers did not reveal any noise. There was no sign of a fracture or lead dislodgement. A save to disk will be reviewed by ts and further follow up will be performed in the future. No adverse patient effects were reported. Further information was received. Engineering reviewed the save to disk and confirmed the reported allegation maybe due to a tissue tip interface to the heart possibly due to calcification of the lead tip. The data information was provided to the physician for their review. A decision was made to perform a follow up in approximately three months. Approximately two months later, a follow up visit was performed. The impedance measurements remained high out of range and the threshold measurements increased slightly from 1.5 v at 0,5 ms to 1.9 v at 0,5 ms. A memory download will be performed.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.